Event description:
It was reported that, after a bhr construct had been implanted on the left hip, the patient experienced metallosis, metal ion debris, constant pain in left-side joint area, popping in left leg, joint discomfort, instability, muscle fatigue, muscle aches, severe cramps, chronic pain and cobalt and chromium ion levels significantly elevated. The patient was treated in a revision surgery. The patient outcome is unknown.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The root cause of the reported pain and elevated metal ions cannot be confirmed and it cannot be concluded that the reported pain and elevated ions were associated with a mal-performance of the implant. The left side revision report did not note findings related to metal related pathology. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metal ion debris and elevated cobalt-chromium levels in conjunction with chronic pain, instability and muscle ache. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the historical complaints data for devices reportedly involved in this incident was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the complaint was reopened. As no batch numbers were provided a review of similar failure modes related to the batch could not be performed for the cup or head. Other similar complaints have been identified for the part number and the reported failure mode for the cup and head in this timeframe, and this failure will continue to be monitored through routine monthly complaint trending. Without a provided batch number, the manufacturing records for the devices cannot be reviewed. Should more information be provided at a later date, this task will be reopened and completed. Review of the current product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic quality escalations was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The root cause of the reported pain and elevated metal ions cannot be confirmed and it cannot be concluded that the reported pain and elevated ions were associated with a mal-performance of the implant. The left side revision report did not note findings related to metal related pathology. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the information provided we cannot further investigate the complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. If the products or additional information become available in the future, this case will be reopened. Based on this investigation the need for corrective and preventative action is not indicated.

Event description:
It was reported that, after undergoing left hip resurfacing (bhr) on (B)(6) 2008 due to degenerative joint disease, the patient presented metal ion debris and elevated cobalt-chromium levels in conjunction with chronic pain, instability and muscle ache. These complications were treated by performing a revision surgery on (B)(6) 2019, in which the femoral bhr head was explanted and the acetabular bhr component was retained. The patient returned to recovery room in stable condition.

Manufacturer narrative:
H10- additional information: a2- age at the time of event . A4- patient weight. B6- relevant tests. B7- other relevant history, preexisting medical conditions. D4- unique identifier h11- corrected data. B5- describe event or problem. D1- brand name. D4- catalog number. E1- initial reporter name and address. G- contact office (and manufacturing site for devices) or compounding outsourcing facility. G1- phone number. G2- report source. H6- evaluation codes.